Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal rate and carbohydrate ratio settings needed to be adjusted, causing the customer to intermittently experience elevated and low blood glucose (bg) levels of 40-55 mg/dl and 275-325 mg/dl. Reportedly, the customer corrected the pump settings and resumed insulin therapy.